Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using a sysmex ca 1500 with dade innovin reagent. At 10:51 am, the result from the meter was 3.8 inr. The result from the laboratory 30 minutes later was 2.8 inr. The therapeutic range was 2.5-3.0 inr and the patient tests weekly.

Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.